Event description:
It was further reported from literature that was reviewed which indicated the patient experienced progressively worsening dyspnea on exertion. A transthoracic echocardiogram was performed and showed moderate continuous aortic valve regurgitation. The patient subsequently underwent a ramp study in which the ventricular assist device (vad) speeds were increased, and at that time the patient¿s international normalized ratio (inr) was found to be subtherapeutic. Three days later, the patient presented to the emergency department with complaints of generalized weakness and sudden onset dizziness. The vad also exhibited low flow and low power alarms. The patient was cold and clammy, tachycardic with faint pulses, and hypotensive. The vad exhibited ¿negative flows with no pulsatility index and flat power current¿. The patient¿s inr was supratherapeutic at 3.3, and the patient was admitted to the cardiovascular intensive care unit for cardiogenic shock. The patient was started on a dobutamine infusion and unfractionated heparin for thrombosis. Computed tomography angiography (cta) chest revealed concerns for a filling defect in the outflow graft anastomosis. Pulmonary artery catheterization was performed, and a catheter was also used to engage the outflow graft revealing a tapered obstruction at the anastomosis site. The occlusion was suspected to be thrombotic in nature. Tissue plasminogen activator (tpa) was infused directly into the outflow graft. Due to a lack of response to the thrombolytics, cta was reevaluated, and it as believed that a flap from neointimal hyperplasia at the level of the anastomosis may have dissected. Tpa was stopped, and the patient was brought back to the catheterization laboratory. An embolic protection device was deployed in each internal carotid artery and a stent was also deployed. Immediately after deployment vad flows increased. The carotid artery filters were removed with no evidence of emboli. Two days after the procedure, the patient¿s inr normalized and the patient was subsequently discharged.

Manufacturer narrative:
The additional information is based entirely on journal literature. Referenced article: acute left ventricular assist device failure from outflow graft dissection flap successfully treated with stent placement. Asaio - american society for artificial internal organs journal. 2023; 69;e274¿e277. Doi: 10.1097/mat.0000000000001856. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad), outflow graft, and controller were not returned for evaluation. The reported low flow event was confirmed via review of the available autologs report, from logs associated with con306339, which revealed a sharp decrease in power consumption and estimated flow on 25/sep/2020 and one (1) low flow alarm logged on 25/sep/2020. Controller log files covering the period following the reported controller exchange were not available for analysis. Of note, it was reported that an angiogram was performed and a stent was placed due to a presumed intimal lining flap at the outflow graft anastomosis site, after which parameters returned to baseline. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported low flow event may be attributed, but not limited, to obstruction of the outflow graft and/or poor vad filling due to the reported intimal lining flap. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. D1: heartware ventricular assist system ¿ outflow graft lot#: 1001886907 h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 d1: heartware ventricular assist system ¿ controller 2.0 serial #: (B)(6) h6: FDA method code(s): b17, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump (B)(6), outflow graft (lot 1001886907), and controller (B)(6) were not returned for evaluation. The reported low flow event was confirmed via review of the available autologs report, from logs associated with (B)(6), which revealed a sharp decrease in power consumption and estimated flow on 25/sep/2020 and one (1) low flow alarm logged on 25/sep/2020. Controller log files covering the period following the reported controller exchange were not available for analysis. Additional information provided indicated that the patient experienced progressively worsening dyspnea on exertion. A transthoracic echocardiogram showed moderate continuous aortic valve regurgitation, and the patient¿s international normalized ratio (inr) was found to be subtherapeutic. Three days later, the patient presented with complaints of generalized weakness and sudden onset dizziness. The patient was cold and clammy, tachycardic with faint pulses, and hypotensive. The patient was admitted to the cardiovascular intensive care unit for cardiogenic shock and was started on a dobutamine infusion and unfractionated heparin for thrombosis. A chest computed tomography angiography (cta) revealed concerns for a filling defect in the outflow graft anastomosis. Pulmonary artery catheterization was performed, and a catheter was also used to engage the outflow graft, revealing a tapered obstruction at the anastomosis site. The occlusion was suspected to be thrombotic in nature. Tissue plasminogen activator (tpa) was infused directly into the outflow graft; however, due to a lack of response to the thrombolytics, the cta was reevaluated, and it was believed that a flap from neointimal hyperplasia at the level of the anastomosis may have dissected. After tpa was stopped, an embolic protection device was deployed in each internal carotid artery and a stent was also deployed. Immediately after deployment, vad flows reportedly increased. The carotid artery filters were removed with no evidence of emboli. Two days after the procedure, the patient¿s inr normalized and the patient was subsequently discharged. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported low flow event may be attributed, but not limited, to poor vad filling due to the reported dissection at the anastomosis site. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ outflow graft model #: 1125 / catalog #: 1125 / expiration date: 30-apr-2019 / lot#: 1001886907 UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-apr-2014. Labeled for single use: yes. (B)(4). Heartware ventricular assist system ¿ controller 2.0 model #: 1420 / catalog #: 1420 / expiration date: 30-jun-2018 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-jun-2017. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) was exhibiting low flow alarms and showed negative flow values. The patient exchanged the controller due to a malfunction suspicion, however the low flows did not resolve. An angiogram was performed and a stent was placed due to a presumed intimal lining flap at the outflow graft anastomosis site. The patient's parameters stabilized and returned to baseline. The vad, outflow graft, and controller remain in use. No further patient complications have been reported as a result of this event.